Event description:
Customer reported receiving blood glucose readings = in the 400s mg/dl for several days. Due to high readings, customer went to doctor. Doctor admitted customer to hospital. Hospital device readings = 100-120mg/dl versus customer's device = 200 - 255mg/dl. Other lab work was performed; results unknown. Customer's medication were changed. Controls were in use, however values were not provided. A request was made for the return of the suspect device and replacement product was sent .